Event description:
A customer stated that when the customer used excel off brand reagent strips, the customer's blood glucose measurement using the elite system was much higher than a comparative method. A recent example was the elite system 340 mg/dl with a hosp meter (method unknown) gave a result of 252 mg/dl. While on the phone a review of the system was conducted. The customer did not have the "check strip" (this will be provided) to verify the elecronic operation of the system. It was also explained to the customer that bayer does not provide or support the excel off brand reagent strip. Follow-up will be made with the customer.